Event description:
Three aneurx aortic cuff stents grafts were implanted in a patient for the endovascular repair of a type 1 endoleak related to another manufacturers' device. Aneurysm morphology was not reported and the aortic neck was reverse funnel shaped. It was reported there were multiple stents previously implanted in the patient and required additional aortic cuffs for treatment of a type 1 endoleak. Two aneurx cuffs were implanted and upon deployment of the third cuff, the delivery system taper tip got caught on the supra-renal struts of another manufacturers' stent graft which was already in the patient. The physician used wires and then a reliant stent graft balloon to successfully release the delivery system tip from the stent graft. The reliant balloon was then used to iron out the stent graft. There was still a slight type 1 endoleak present; however, it is the physician's opinion that would resolve once the heparin wears off. No additional clinical sequelae were reported and the patient is fine.